Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A direct correlation between the returned device and the reported infection could be determined. The lvad pump was returned assemble with the driveline cut approximately 8" from the pump housing the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and the inlet elbow), sealed outflow graft, and sealed outflow graft bend relied were returned attached to their respective pump ports. Examination of the interior of the inlet elbow and outlet elbow revealed small, white, tissue-like depositions on the textured blood contacting surface. Although a specific cause for the development of these depositions cannot be determined, they did not appear to be affecting blood flow through the conduit and do not appear to be affecting blood flow through the conduit and do not appear to have contributed to a functional issue. Examination of the rotor assembly and rotor outlet revealed depositions of fixed blood lightly adhered along one of the rotor vanes and on the outlet portion of the rotor. The structure of the depositions indicate that he pump was treated with a fixative agent prior to returning to the manufacturer, and the depositions were likely not present during support. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Upon removal of the observed depositions, the pump was cleaned, reassembled, and functionally tested under normal operating conditions according to the manufacturing procedure using a mock circulatory loop. The date retrieved from that tested revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with patient was left ventricular assist device (lvad). It was reported tha the patient was listed as a status 1a on the transplant list due to bacteremia and infection of the pump. The patient received a heart transplant on (B)(6) 2014 and the pump was explanted.